Manufacturer narrative:
The reported event was addressed with phone support. Once the customer swapped the instrument energy cord and power cycled the generator, the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the monopolar curved scissors (mcs) instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were encountering an issue with the monopolar curved scissors (mcs) instrument. When the customer was applying monopolar energy, a large flame/spark was emanating from the monopolar curved scissors (part# 470179-24 / lot# k10251104-0266) instrument tip. The customer had switched to a backup monopolar curved scissors (part# 470179-24 / lot# k12260108-0155) instrument with no change. The tse recommended that the customer replace the instrument energy cord and power-cycle the erbe generator. The customer swapped the cord and power cycled the generator, which resolved the issue. No action was required by the field service engineer (fse). The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause for this issue may be attributed to faulty instrument cord.